Event description:
It was reported that the ilet pump¿s display screen separated from the device, consistent with a loss or failure of bonding at the display component, after the user had previously secured the loosening screen with tape before it fully detached. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed stress-related issues consistent with a component-level problem affecting the display assembly and bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.